Event description:
The facility reported a colleague infusion pump with a malfunction of the display, where the bottom third portion is blank. This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display, where the bottom third portion is blank was confirmed by baxter personnel. The root cause was assigned to faulty main display. The main display was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.